Event description:
A malfunction was reported by the customer with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared.